Manufacturer narrative:
Investigation: optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the shuntassistant has no deformations or other abnormalities. Permeability test: to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure of approx. 30 cmh2o in the flow direction. The test results that the shuntassistant was not penetrable. Adjustment test: an adjustment test is not applicable, because the valve has a fixed pressure level. Braking force and brake function test: a braking force and brake function test is not applicable, because the valve has a fixed pressure level. Result: first we performed a visual inspection with the shuntassistant. The investigation revealed that the valve has no deformations or other abnormalities. In the further course of the investigation, we tested the permeability of the shuntassistant. The test results that the valve was not penetrable. To clarify whether any deposits inside the valve could have affect the valves's permeability, we decided to dismantle the valve. Inside the valve we have found obvious deposits of protein, which might have led to the suspected blockage as well as the assumed underdrainage. Based on our investigation results there is no failure detectable with this valve. Rather, the suspected underdrainage or blockage is a described side effect in the treatment with shunts.

Event description:
It was reported that a shuntassistant 15 (# fv250t) was implanted during a procedure performed on unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.